Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient had a postoperative refraction of -0.75 with "no complaints." The target was plano. It was also reported that the patient has a history of a macular pucker and retinal detachment. The procedure was cataract/scleral buckle surgery that was performed by another surgeon. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. (B)(4).